Event description:
Rptr noted vitrectomy probe not working when needed for anterior vitrectomy during corneal transplant. Opened second probe and had same problem. Switched units and completed case with the same vitrector without further problem. Pt reportedly recovering well.